Event description:
Complainant alleged that during a routine preventative maintenance check, the device's manual override switch rotated 360 degrees. The complainant indicated that there was no patient involvement in the reported failure.